Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead was gradually increasing in impedence and threshold a few months after implant. A lead alert was triggered as the impedance and thresholds continued to increase. The pace/sense portion of the lead was capped and a new pace/sense lead implanted. There were no patient complications reported as a result of this event.